Event description:
Update: associated medwatch reports: nx056z (aesculap ag reference no. (B)(4): 9610612-2025-00288). Nx033z (aesculap ag reference no. (B)(4); 9610612-2025-00245). Involved component: nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5 - description updated. B6 - test result. B7 - medical history. D10 - involved component.

Event description:
Update: associated medwatch reports: nx056z (aesculap ag reference no. (B)(4): 9610612-2025-00288), nx033z (aesculap ag reference no (B)(4); 9610612-2025-00245). Involved component: nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4)), nx231/ vega ps+ gliding surface t3/3+ 12mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5 - description updated. D10 - involved components. H6 - codes updated. Investigation results: the complained medical device was not available for investigation. Therefore the investigation was based upon event description, batch history review, historical data analysis, and review of pictures. The provided pictures did not provide further information. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the lot number. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
Associated medwatch reports: nx056z (aesculap ag reference no. (B)(4).) Nx033z (aesculap ag reference no (B)(4). Involved component: nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference no.) (B)(4) nx231/ vega ps+ gliding surface t3/3+ 12mm (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: medical history.

Event description:
Associated medwatch reports: nx056z (aesculap ag reference no. (B)(4): 9610612-2025-00288). Nx033z (aesculap ag reference no (B)(4); 9610612-2025-00245).

Manufacturer narrative:
Additional information: h4 - manufacture date. H6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon batch history review, historical data analysis and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There is one similar complaint against the lot number 52391518; there are no similar complaints against the lot number 52424040 according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: it was reported that there was an issue with product nx033z - as vega ps femoral comp.cemented f6n r. The patient had complained of pain and stiffness of the right knee postoperatively. A revision surgery was performed, and cemented non-aesculap implants were used. It was noted that the patient was still out of work and recovering from surgery; physical therapy had not yet started. Associated medwatch report: nx056z (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: a - patient gender. B5 - updated description. B6 - relevant tests. B7 - patient medical history. D1-2 - brand name, product code. D4 - model, batch, expiration date. G4 - 510k.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon historical data analysis and event description. Batch history review: the batch number was not provided. Even after meaningful attempts, no further information was received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with a component of an unknown aesculap ag knee implant system. According to the complaint description, there was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Implantation of the device had been in (B)(6) 2018. Revision surgery had been performed on (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.